Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient stopped charging their implantable pulse generator (ipg) resulting in ipg becoming inoperable. It is unknown why patient stopped charging their device. Patient may have surgery to correct this issue.